Manufacturer narrative:
(B)(4). Concomitant medical products: (B)(4) liner, 61154845, item #: unknown stem lot #: unknown, item #: unknown cup lot #: unknown. Multiple MDR reports were filed for this event, please see associated reports: 0001822565 - 2021 - 00107, 0001822565 - 2018 - 03800. Complaint sample was evaluated and the reported event was confirmed. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined. Visual evaluation of the head identified the following: there was debris in the taper. Scratches, nicks, and gouges, most probably from the removal process were present on the spherical surface. No other damage was noted. Damage over the majority of the surface with severe corrosion attack and abundant corrosion debris. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported patient underwent hip revision on an unknown date due to unknown reasons. Head and liner components were removed and replaced. Upon examination of returned devices, the liner has been determined to have fractured and the head shows signs of wear and corrosion. Attempts have been made and additional information on the reported event is unavailable at this time.